Event description:
During insertion of lumbar drain on (B)(6) 2015, the proximal part of an edm lumbar catheter fractured and migrated deep within the subcutaneous/soft fascial layer. A durotomy was performed to retrieve the catheter fragment.